Event description:
(B)(6) has history of breast cancer and has been on kisqali. (B)(6) said she received a surgery last week because she had a issue with breast implant. Her kisqali prescriber is aware of it. It was a scheduled surgery. She is at home now. She needs to pause kisqali therapy because she received surgery.